Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 313 mg/dl at the time of the incident. The customer reported that she don't think the pump is giving her any insulin. Her sugars are up to 407mg/dl and she took a manual injection just now. Previously her blood glucose was 313mg/dl. The customer reported that the pump recommended 2.1u, but at 1.55u it alarmed no delivery and to retry. She was able to deliver the remaining units of the 2.1 with no alarms. Then her blood glucose was 358mg/dl and the pump recommended 0.75u, but she didn't took it and stated that she should have probably give a manual shot, but didn't. The customer treated with the pump with manual injection. The drive support cap appears normal (slightly indented). The troubleshooting determined that the pump was working as designed. The insulin pump will not be returned for analysis.